Event description:
It was reported via repair work order that the cot could not raise to full load height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot could not raise to full load height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the cot could not raise to load height. The evaluation found that the cot was struggling to reach load height in powered mode, however the cot was still able to reach load height in manual mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported